Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
Atherectomy was performed in a chronic total occlusion in the superficial femoral artery (sfa) advancing to hunter's canal using the stealth 360 peripheral orbital atherectomy device. Treatments were performed a the proximal and mid sfa on low, medium, and high speeds. During the final treatment in the distal sfa to popliteal artery, on medium speed, the oad became locked on the wire, and the oad stalled. The physician attempted to remove the device by pin and pulling, however, the crown was unable to be advanced past the sfa. Manual pressure was then applied to the groin until hemostasis was achieved and the oad was successfully removed with the viperwire advance guide wire and sheath. The patient was stable and hemodynamics were unchanged. The procedure was aborted and was to be scheduled for a later date.